Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/08/2016 to report that on (B)(6) 2016, the antenna was missing. No additional patient or event information is available.